Manufacturer narrative:
H2. Correction: upon further review, h6 code f11 applies to this report and not f26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that stimulator charging amount was unstable. The ins was charged up to 80% every morning, then the next morning it would be about 30-40%; however, on (B)(6) 2024 it was 0%. Error code 1440 displayed. The details of the code could not be remembered. It was charged up to 80% the morning of (B)(6) 2024, and when it was checked on (B)(6) 2024 it remained at 80%. The patient's body hurt since (B)(6) 2024, but it was thought to be due to the climate. When the recharger application was checked, treatment was turned off. It was unknown why it turned off, but the treatment would be turned on and the condition would be monitored. The issue was considered resolved. Health damage was noted with the injury details being the patient's body hurting as previously noted.

Manufacturer narrative:
G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.